Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call high blood glucose levels. Customer's blood glucose level was over for 600 mg/dl. Customer's mother was advised to change out customer's entire set and to call back to troubleshoot. Customer's mother advised the tubing came out of the top of the connector cap. Customer's mother declined to troubleshoot because she was going to change out the set, the customer had to get back to school and the mother had to get back to work.